Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had an unresponsive button and a damaged battery cap cover. The customer¿s blood glucose level was 139 mg/dl at the time of the incident. Troubleshooting was completed but did not resolve the issue. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened down button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed self test. Device received with broken battery threads.